Event description:
It was reported to boston scientific corporation that an obtryx transobturator sling system was used during a procedure on (B)(6), 2009. According to the complainant, post procedure, the patient experienced chronic severe pain, unrelieved by analgesic medication; chronic infections refractive to antibiotic therapy; constant lower urinary tract obstruction and urinary retention; constant pulling sensations across the pelvic area; mesh has extruded into the vagina, causing pain during intercourse; increased stress urinary incontinence; repetitive vaginal infections requiring constant antibiotic therapy; and obstruction of the bladder neck and/or outlet. Her current condition is unknown. All other information is unknown and reportedly unavailable.